Manufacturer narrative:
Siemens completed a detailed investigation of the reported event. The investigation revealed a software issue. This issue will be resolved with the application of an updated software version. The software update will be applied as part of an anticipated correction activity which will be reported to the FDA. (B)(4). The reported event occurred in the (B)(6): (B)(6).

Event description:
It was reported to siemens that a (B)(6) year-old child had to be rescanned due to a somatom force system malfunction. Although the topogram and pre-monitoring procedures were performed, the monitoring scan (turboflash thorax examination) could not be started. The examination using this system was then cancelled and completed on using a different system. The patient did not suffer additional health consequences due to the malfunction aside from the additional x-ray dose. This report is being submitted with an abundance of caution. The reported event occurred in the (B)(6).